Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30273532m, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. During the procedure, thrombus was discovered on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the procedure was completed without patient consequence. The thrombus on the tip of the catheter was assessed as a reportable issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received a device on manufacturer¿s reference # (B)(4), however, the device did not match what was initially reported by the customer. Multiple attempts were made to obtain clarification on this device, however, no information has been made received. On january 22, 2020, biosense webster, inc. Conducted an internal investigation and determined that the incorrect device received on manufacturer¿s reference # (B)(4) belonged to this complaint (manufacturer¿s reference # (B)(4)). Upon initial visual inspection, it was noted that catheter tip dome has dark reddish-brown material on the distal end. Investigation summary. The device was visually inspected, and thrombus was found on the tip dome. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. The irrigation feature was tested and the holes around the dome were irrigating correctly, however, the distal part was not irrigating since thrombus was occluding the holes. In addition, the catheter was found working properly. A manufacturing record evaluation was performed for the finished device with lot number 30273532m, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding thrombus on the tip was confirmed. The root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on december 25, 2019, and it was noted that a smartablate generator was used during the procedure. Therefore, the product has now been added to section d11. Concomitant med products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).